Event description:
Patient reported experiencing problems with his infusion device. Patient stated the bolus display on the infusion device became black and all of the information on it disappeared. Patient reported the infusion device seemed to be blocked; all of the keys were also blocked. Patient stated he decided to insert new batteries but the result was the same; infusion device and keys were blocked and no formation was on the display. Patient reported the only thing on the infusion device that was working was the backlight. Patient stated the insulin supply was not working at the same time. Patient reported he got out the infusion set but no insulin drops appeared. Patient reported the display on the infusion device turns on but he didn't see anything. Patient stated he experienced no hyperglycemia incident. Patient will use pens until he receives a new device. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.